Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the bipolar yaw pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the fenestrated bipolar forceps does not have blades, it has grip-tips. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a cutting issue. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 30-oct-2025: the only instrument that will be returned to isi is the 8mm fenestrated bipolar forceps instrument, and nothing else. It was reported that the actual issue with the 8mm fenestrated bipolar forceps instrument was that there was intermittent energy on the instrument.